Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) observed both batteries were received in near fully charged condition. No damage or physical anomalies observed upon receipt of batteries. The batteries measured 12.4 volts direct current (vdc) / 142 siemens(s) and 12.3 vdc / 144s upon receipt (indicates good batteries near fully charged). These are typical readings of batteries of this type in near fully charged condition (11.5 vdc or higher is typical for discharged batteries of this type). Conductance measurements minimum was 75s. The pst attached the device under test (dut) batteries to the lab-use only (luo) delphin battery (charger) and powered on. After charging for over 14 hours, the battery voltage readings were 13.1 v / 142s and 13.1 v / 152s respectively. A load test was performed by powering a lab-use centrifugal control unit running a motor with water loop at 2400 revolutions per minute (rpm). The batteries ran the test setup successfully for over two hours (one and three quarter hours is the suggested minimum). A full recharge of the batteries was performed over the next 72 hours. The final readings were 13.1 v / 138s and 13.0 v / 145s. The batteries accepted charge, passed load testing and met specifications for voltage and conductance.

Manufacturer narrative:
(B)(4). The batteries were last replaced on (B)(6) 2015 during the last pm. Per the fsr, the battery was switching over. The switch was in the "connect" positon. The fsr was on battery power for approximately three minutes. The device is always plugged in so it's always charging. Currently no charger assembly or loaner battery module is available, so the fsr installed new batteries. The fsr completed pm / inspection successfully. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he discovered that the batteries are not charging on the centrifugal system. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the delphin charger itself was found to have an intermittent charger subassembly. The new batteries met specifications for voltage and conductance and properly accepted charging using a lab-use delphin charger. The suspect charger was found to be intermittent. The adjustable potentiometer on the charger is intermittent, causing the failure to provide continuous battery charging as designed. The internal charger subassembly¿s output during the non-typical behavior was measured to vary from around 26.6 to 29.6 volts direct current (vdc). This is non-typical and indicates cause of failure to be the intermittent charger subassembly. No damage or physical anomalies observed. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) installed loaner battery module and the unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) went back to user facility to perform follow-up preventive maintenance (pm) on the delphin centrifugal system. This system was located on a maquet heart-lung machine. The fsr observed the charging light emitting diode (led) flickering rapidly indicating that the batteries are fully charged but that is not the case. Charging led (downstream of the charger subassembly) is not functioning as designed. Loaner battery module is not available. Battery module is not working as per manufacturers specifications and the perfusionist is aware of the potential risk associated with a faulty battery backup. Pm was not able to be completed successfully. System is not within manufacturers specifications and is not recommended for clinical use until after the battery module has been repaired. Fsr will send the unit back to manufacture once the loaner unit or charger will be available. The pm/inspection was not able to be completed successfully. The system is not recommended for clinical use until after the battery module has been installed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.